Manufacturer narrative:
Other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found with broken enclosure on the bottom left side and a broken mount block assembly for the air detector. The device was started with a visual inspection then filled reservoir with water, attached temp check, plugged in line cord, and turned on power. The customer reported problem could not be duplicated. According to the investigation, the device power on with normal flow and there was no low flow alarm present. The investigation reported that the customer had replaced the compressor already. Investigator checked the pressure with a digital pressure indicator tool and there was reading. According to the investigation no problem found reported issue; however, the device enclosure was broken on the bottom left side. Investigator?s replaced broken enclosure and mount block assembly.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a problem with the compressor on the level 1 trauma fast flow system (h-1200). There was no flow and the device alarmed indicating that there was low flow. This occurred even after the compressor was replaced. No patient injury or complications were reported in relation to this event.